Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and concomitant cardiac resynchronization therapy pacemaker (crt-p) recently received an inappropriate shock due to oversensing of supraventricular tachycardia (svt). Technical services (ts) discussed reprogramming to prevent this. Ultimately, approximately six years later this s-ICD was explanted due to product performance issue and replaced with a new s-ICD. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific and physical analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review of the emblem s-ICD was completed using 1101174rmp hazard analysis report - s-ICD gen2 and confirmed that the event of 2168: oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.